Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy while on stomach resection, the stapler stopped during one of the firings. The tissue did not appear too thick. The surgeon then waited 30 seconds and was able to complete the firing. The tissue too thick warning remained on the led screen throughout the entire firing. There was no patient injury.